Event description:
Additional information received indicated that baseline symptoms included lower extremity swelling, fatigue, and shortness of breath. A valve-in-valve procedure revision was planned but not yet performed or scheduled.

Manufacturer narrative:
Updated data: b5, h6 corrected data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), moderate paravalvular leak (pvl) was noted. No treatment was required. Approximately eight years, eleven and a half months following valve implant, valve failure was reported. The primary mode of valve failure was structural valve deterioration: predominant aortic stenosis with severe hemodynamic valve deterioration. This was characterized by an increase in mean gradient of >=20mm hg from baseline and a mean gradient of >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. No patient symptoms nor complications were reported as a result of this event.